Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that at the time of report, the pump had been interrogated a number of times and seemed to be working fine.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was noted that the patient was receiving dilaudid at a dose of 0.27 mg/day. It was reported that an alarm was heard and telemetry had not yet been performed. It was stated that the patient had an MRI on (B)(6) 2017 and was hearing the pump alarm randomly since. The patient was in the emergency room (ER) and the hcp was requesting to have the pump interrogated. There were no symptoms reported. There were no complications reported. Additional information was received from the hcp on (B)(6) 2017 stating that the cause of the pump alarm was determined. The actions /interventions taken were pump interrogation, and the alarm event was considered resolved. Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was reported that the patient had an MRI on (B)(6) 2017 which was not related to her infusion system, and heard the alarm. The patient stated that she had continued to hear the same critical alarm since the MRI. It was noted that at times, the patient experienced more pain. The pump event logs showed three other motor stalls and recoveries, two of which were confirmed to be due to MRI (note: this report conflicts with the provided pump logs, which showed additional motor stalls and recoveries). Pump logs included with the report (obtained on (B)(6) 2017) showed a total of 5 motor stalls with recoveries. The pump motor stalled on (B)(6) 2017 at 10:42 with a recovery the same day at 11:29. The pump motor stalled again on (B)(6) 2017 at 22:43 and recovered the same day at 23:30. The pump motor stalled on (B)(6) 2017 at 21:55 with a recovery the same day at 23:32. The pump motor stalled on (B)(6) 2017 at 18:24 with a recovery the same day at 19:10. The pump motor stalled on (B)(6) 2017 at 15:35 with a recovery the same day at 17:22. It was noted that the stall on (B)(6) 2017 was not confirmed to be due to MRI. Regarding the environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the MRI was due to some kind of growth and the patient was post-surgery, however, the reason for surgery was unknown. Pump interrogation did not identify any problem. The critical alarm was set for 10 minutes. During the time the reporter was with the patient, which was between 40 and 60 minutes, the reporter did not hear the pump alarm even though the patient said she heard it again. The pump report and pump log report were printed and shared with the patient and hcp. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred and none was planned. The patient status was reported as ¿alive ¿ no injury¿. At the time of this report, the pump was delivering dilaudid (5 mg/ml at 0.3197 mg/day). No further patient complications have been reported as a result of this event. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that regarding the alarm that the patient heard but was not showing in the pump logs, the pump was interrogated outside the hospital and the hcp did not have access to logs. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient's device was not working. It was further noted that the patient's "machine" wasn't working since the patient was still feeling pain every 5 minutes, and the device kept beeping so the patient had difficulty sleeping. Additional information was received from a consumer on (B)(6) 2017. It was reported that per the patient, the pump was beeping 10 times per month. It was confirmed that there were some motor stalls, but they recovered. Per the patient, both the critical and non-critical alarms were heard. No patient symptoms were reported.